Event description:
Customer reported that the v60 ventilator went to ventilator inoperative with error code message of data acquisition pcba adc reference failed. Customer reported that there was no patient involvement.